Manufacturer narrative:
Zip code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the photographs identified; deformation and wear abrasion. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." The event of "right breast peri-prosthetic fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right breast peri-prosthetic fluid".

Event description:
Physician reported "right breast peri-prosthetic fluid." Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold and wear abrasion. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported "right breast peri-prosthetic fluid." Device was explanted.